Event description:
During osteotomy torsal bone / heel spur resection and achilles repair left heel procedure, the inserter for the anchor broke leaving a portion in the bone. The site was re-explored and the broken tip removed. The defective device was given to the sales rep for further evaluation. See scanned page.